Event description:
Pt contacted mitek complaint dept directly in 7/2002. Pt stated that they had shoulder repair in 2001. Surgeon used three mitek cufftack anchors. Approx. 1-month post-op the pt stated that one of the cufftack heads broke off. In 2002 a revision procedure was conducted to remove the broken fragments from the joint. This situation was not reported to mitek by the user facility or surgeon. As surgical intervention was required an MDR is being filed to document this event.